Manufacturer narrative:
Concomitant: 3889-28 mgu lead, implanted: (B)(6) 2013; 3058 mgu ipg, implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and no capture. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.